Manufacturer narrative:
The information provided for date of this report was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the button error alarm. The insulin pump will be returned for analysis.